Event description:
A trilogy o2 ventilator, japan was returned to the manufacturer for a periodic maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, a "service required" err_obm_accy_urgent_service error sounded, and the code was confirmed in the ventilator's downloaded event log. The device's oxygen blender circuit board was replaced to address the issue. Additionally, the motor blower assembly was replaced due to a noise observed. The stirring fan foam, 43-micron filter was replaced in accordance with replacement of the motor blower assembly. A periodic maintenance 1 was performed and the trilogy o2 pm1 kit was replaced to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05).